Event description:
It was reported that this patient underwent a surgical procedure to remove their tactra malleable penile prosthesis due to infection subsequent to oral surgery shortly after implant. The patient was reimplanted with an inflatable penile prosthesis (ipp) approximately 1 year later. There were no additional patient complications reported.

Manufacturer narrative:
Updated - h6: evaluation method codes, evaluation result codes, evaluation conclusion codes. Product investigation - device history record (DHR) review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that this patient underwent a surgical procedure to remove their tactra malleable penile prosthesis due to infection subsequent to oral surgery shortly after implant. The patient was reimplanted with an inflatable penile prosthesis (ipp) approximately 1 year later. There were no additional patient complications reported.